Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator has retained an attorney in reference to the advisory issued on certain model guidant devices, of which this device is not included. There have been no allegations made against the functionality of the device. Additional information received indicates that there is concern that the battery depleted earlier than expected.